Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The physical device evaluation has been completed and no reportable malfunctions were found. The issue was not confirmed, as the scope was not microbiologically tested by olympus. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported, the colonovideoscope tested positive for an unexpected contamination. The bacterial test and culture failed. The issue was found during reprocessing before a diagnostic enteroscope procedure. The facility completed the procedure with another similar device. There was no report of delay, and the patient was not under anesthesia. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.